Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d 3ss 0.2m cv leaked and had blood backflow. The following information was provided by the initial reporter: material #: 2420-0007. Batch/ lot #: unknown. It was reported that the filter on the tpn line was leaking and a small amount of blood was backing up to the tpn line. Verbatim: infant had a dressing change to pcl line at 930 am without incident. 1200. Pump alarmed, read occlusion. Restarted pump after checking lines 1210. Mom was holding at time of pump alarm and placed back to bed to po feed. Together we noticed a small amt of blood backing up to the tpn line of the PICC line. I checked all connections and noted they were secure. 1225. Rns were at bedside and noticed blood backing up in line. Together we traced the line and noticed the filter on the tpn line was leaking. 1245.we notified the flash team and the nnp. 1259. The tubing line was changed and new fluid hung without incident.

Event description:
It was reported that as lvp 20d 3ss 0.2m cv leaked and had blood backflow. The following information was provided by the initial reporter: material #: (B)(4). Batch/ lot #: unknown. It was reported that the filter on the tpn line was leaking and a small amount of blood was backing up to the tpn line. Verbatim: infant had a dressing change to pcl line at 930 am without incident. 1200. Pump alarmed, read occlusion. Restarted pump after checking lines 1210. Mom was holding at time of pump alarm and placed back to bed to po feed. Together we noticed a small amt of blood backing up to the tpn line of the PICC line. I checked all connections and noted they were secure. 1225. Rns were at bedside and noticed blood backing up in line. Together we traced the line and noticed the filter on the tpn line was leaking. 1245.we notified the flash team and the nnp. 1259. The tubing line was changed and new fluid hung without incident.

Manufacturer narrative:
H6: investigation summary: one used primary set was received by the customer for investigation. Upon visual inspection, it could be observed that the filter's upper air vent membrane was wetted/compromised. No other defects were observed. The set was functionally tested and fluid leaked out from the upper filter vent. The customer's complaint of a leak on the filter tubing was verified. Probable identified cause for vent leakage is clog/oversaturation of filter and time of use from which the fluid flow was restricted. Fluid then seeks path of least resistance through filter vent. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.